Event description:
The customer reported to olympus, the oes bronchofiberscope displayed a poor image and had a broken fiber part. There were no reports of patient harm. The device was returned to olympus. Upon evaluation at the repair center it was found that the coating of the image guide tube was peeled off (one millimeter square or more). This report is being submitted for reportable malfunction found during evaluation.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation - ¿broken fiber¿. The image guide bundle had significant breakages. However, the customer allegation of ¿poor image¿ could not be confirmed. There were few additional findings. Adhesive on bending section cover had a chip. Due to damage on channel-tube, forceps and channel cleaning brush could not be inserted smoothly. Connecting tube and universal cord had a dent. Scratches were found throughout the device. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling could not be determined, however, the issue was likely the result of repetitive use stress, external factors and or user handling/mishandling. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, 3.2 inspection of the endoscope ¿4. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities¿. ¿5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities¿. ¿6. Holding the insertion tube gently with a hard, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion tube is not abnormally stiff (see figure 3.4)¿. Olympus will continue to monitor field performance for this device.